Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review and captured low voltage hazards on (B)(6) 2022 at 04:07 and 11:48 while using the mobile power unit (mpu). It appeared that there were some weak connections at the power leads that led to these low voltage events. The low voltage that occurred from 04:07:28 to 04:07:40 was due to a loss of external power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the loss of external power without any issues.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu). The submitted log file contained approximately 12 days of data (08dec2022 ¿ 21dec2022 per the timestamp). The log file captured low voltage hazard and no external power alarms on 15dec2022 from 04:07:28 to 04:07:40 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged and will not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.